Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold the promised run time was confirmed. The sr8 was received in good physical condition. The sr8 was powered on at 96% battery life and ran for around thirty minutes before shutting down with 80% battery life still on the scanner. The root cause of the reported issue was identified as an internal battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this.

Event description:
Per biomed, the battery will not hold the promised run time. On (B)(6) 2020 - sample evaluation confirmed battery abrupt shutdown.